Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was in "booting please wait" status with green progress bar never finishing completion. The representative found the generator and fd not active. The representative reset the generator and the imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a user facility regarding an imaging system outside of a procedure. The caller reported that the image acquisition system (ias) would not boot up all the way. The caller indicated that they encountered three red x's on the 3 bars during the ias initialization. It was unknown if the site tried to reboot the system and no patient was present at the time of this issue.